Event description:
It was reported that the user experienced hyperglycemia with blood glucose values fluctuating between approximately 300 and 400 mg/dl, received an insulin occlusion alert, performed multiple supply changes, temporarily disconnected from the pump per guidance, and administered subcutaneous insulin by pen with subsequent resumption of pump delivery once the injection was outside the insulin-on-board window. Investigation included telephone troubleshooting, review of infusion set, cartridge, and connector lot details, and user education on supply change, disconnection, and timing of pump resumption after manual insulin. Further investigation of this case revealed that the exact cause of the hyperglycemia was not identified, and no definitive device malfunction was confirmed despite an occlusion alert and multiple set changes. Symptoms included elevated blood glucose without reported acute complications. Outcomes included transient disruption to therapy and additional monitoring. It was concluded that hyperglycemia occurred with cause unclear after an occlusion alert, with symptom resolution trending after manual insulin and resumption of pump therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.